Event description:
A piece of plastic come out of my vagina several hours later [foreign body in reproductive tract]. Piece of plastic come of out vagina. Something broke - tampon [device breakage]. Case narrative: consumer reported via email that a piece of plastic came out of vagina several hours later. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.